Event description:
"S/p b subgl infra surgitek 220cc gels placed for augmentation. Pt has had no c/o referrable to implants with some l lateral shooting breast pain (radiates to nipple) or burning breast pain. Pt denies trauma, decrease in size or changed shape. Pt c/o progressive systemic probs x 3 yrs including arthralgia, myalgias, tightening/numbness, muscle spasms, swelling, am stiffness, chronic fatigue, swollen glands, low grade fevers, sinusitis, hot flashes, chills, drenching night sweats, ha's, tmj probs, visual disturb, memory loss, sens eyes to sunlight, skin tightening, hands and feet, wgt fluctuations, nausea, ibs, stress incontinence and lbp. Pt is otherwise healthy."